Manufacturer narrative:
The user reported persistent "no sensor detected" alerts and unstable signal issues. The user was unable to palpate the sensor. Troubleshooting for transmitter placement over the sensor was conducted via zoom-assisted session, but the issue could not be resolved. The user was initially given a transmitter replacement to determine if the issue was related to the transmitter. However, the issue persisted following the replacement. As a next step, the user was advised to reach out to their hcp for assistance with locating the sensor and to discuss next steps, such as sensor removal and replacement. An RMA was authorized for return of sensor and transmitter for further investigation.only the transmitter was returned to senseonics by the time of complaint closure. Investigation found that the returned transmitter passed all tests with no identified issues. Analysis of the system data in the data management system (dms) confirmed signal variation, which could not be reproduced in in-house lab testing and was present with the replacement transmitter as well. Confirming a sensor malfunction would require testing of the returned device; however, based on dms analysis, the user's issue was potentially related to improper placement of the transmitter over the sensor, or a deep or misaligned insertion or an electronic issue with the sensor. The dms confirmed that the user was re-inserted with a new sensor on 23 dec 2025 and is currently using the system. B4.date of this report 22 feb 2026. G3.date received by the manufacturer? 22 feb 2026. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving "no sensor detected alerts" which led to early sensor removal.